Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) advocate stated her son received a blood glucose reading of hi on the contour next link, was retested on the contour link and the reading was 200mg/dl. The following day, the contour next link reading was hi and with the contour link it was 250mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
One strip in one of the two bottles returned, read 421mg/dl high out of spec with blood. All other strips that were tested gave satisfactory performance. It was observed that one bottle contained (B)(4) strips, which indicated mixed strips from different bottles. This could expose strips to a contaminant, causing high results. Retention reagent gave satisfactory performance.